Event description:
Employee loaded the injector in the CT room and then moved the pt over to the table for the exam. The injector was turned in the loading position since employee had just loaded the contrast and saline. Employee moved the injector arm closer to the scanner and turned the injector upside down to connect the contrast to the pt. The entire injector broke off and hit the top left side of employee's head. Employee became dizzy and sought treatment in the ed. Employee was treated and released, but returned to the ed later in the same day due to continued dizziness, as well as headache, nausea and vomiting.